Event description:
It was reported that the system 9900 had lines running through the images causing image distortion and making interpretation difficult. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
An investigation has not yet been performed. A follow up report will be filed when additional details become available.